Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's implantable neurostimulator (ins) will not shut off even when he turns stim off. He can feel the tingling. He has 2 programs and both programs are at zero and he can still feel stim. It started about 3 weeks ago. Patient services had pt use the patient telemetry module (ptm) on the call and confirm that stim was off. Pt had no falls/trauma. Pt wanted to know if taking the battery pack out of controller or move away from controller would stop stim.